Event description:
After cementing all the components, the tibial was loose in the cement mantle, no cement adhered to the tibial tray but all other components were well fixed. This issue caused a 30 - 40 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.